Event description:
It was reported that the customer had low blood glucose levels of 49 mg/dl. The customer treated with food and orange juice. The customer reported multiple sensor error alarms and a calibration error alarm from the insulin pump. The customer reported that some of the sensors of the insulin pump were bent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).